Event description:
Healthcare professional reports nine incidents of blood leaks with the af 220 dialyzer, occurring in 2000. One incident tested positive with hemastix. Blood was not returned to the pt in one incident, and four pts experienced some blood loss, with one pt who lost approximately 250-300cc. In two incidents, treatments were not resumed. No pt injuries or medical intervention reported.